Manufacturer narrative:
Additional information: (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the removal of the device, the internal bolster detached from the tube fell into the stomach. Reportedly, the detached bolster was not retrieved but was excreted naturally from the patient's body. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on aug 22, 2017. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the removal of the device, the internal bolster detached from the tube fell into the stomach. Reportedly, the detached bolster was not retrieved but was excreted naturally from the patient's body. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.